Event description:
It was observed during the device inspection, that the bending section cover of the cysto-nephro videoscope had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: instructions: visera cysto-nephro videoscope, olympus cyf type va2. Important information - please read before use. Warnings and cautions. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities on endoscope image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Do not bend the insertion section of endoscope. The insertion part may be damaged. Olympus will continue to monitor field performance for this device.